Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a right and left heart catheter interventional procedure with a 5f sheath. Reportedly, the suture became wrapped around the guide wire during deployment, causing the device to become stuck in the patient and bleeding. A surgical cutdown was performed to remove the device. Surgical suturing was used to achieve hemostasis. It was also noted that the patient's blood pressure had dropped, which was treated via medication. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The entrapment cannot be confirmed as this is related to case conditions. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was deployed with the guide wire in the device. It should be noted that the prostyle instructions for use (IFU) states: ¿remove the guide wire before the guide wire exit notch crosses the skin line.¿ the IFU violation likely contributed to the difficulties. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to user error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017: failure to follow steps / instructions.